Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.6.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Additional, changed, and/or corrected data: b.6; d.1; d.4; d.6; d.7; g.5; h.4; h.6.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.